Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to unable to recognize an open door. Internal inspection found the link screw gap to be out of specification. The link requires adjustment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a device was unable to recognize an open door. There was no patient involvement associated with this even. No additional information is available.